Event description:
The complainant reported that an impella rp pump was implanted in a patient admitted for mitral valve and right ventricle failure. The rp had lost optical signal within hours of placement. The patient was additionally implanted with an impella 5.5 pump. The rp remained on for patient support until explantation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Pump was not returned for investigation. The data log shows several #1053 and #1055 placement signal not reliable (snr) alarms at the start of the case run, with low snr and contrast observed in the optical signal parameters. As per the clinical details, the pump had intermittent psnr alarms at the start of the case. Some blood was given to the patient. The cause of the optical signal issue was most likely patient condition related based on data log review. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.